Event description:
Baxter (B)(4) reported that after use for three weeks, two transfer sets were noted that the liquid could not be stopped even if closing the clamps. There was no use of additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. This is report 2 of 2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab for broken occluder feet on one of the two sets returned, which is consistent with the symptom described. The cause was undetermined. A batch review for the quoted (single) manufacturing lot number showed no related problems. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.